Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01467. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician felt resistance and was unable to advance a ruby coil through a non-penumbra microcatheter; therefore, the ruby coil was retracted. Upon retraction, the physician still felt resistance and the ruby coil unintentionally detached within the microcatheter. The physician therefore removed the microcatheter with the ruby coil inside, and then flushed to remove the ruby coil. The same microcatheter was reinserted, and then this occurred again with a second ruby coil, before a third ruby coil was successfully placed. A pod5 was successfully placed, and then the physician felt resistance and was unable to advance a pod packing coil (podj) through the microcatheter. The podj was therefore removed, and the procedure was completed using a shorter podj and the same microcatheter. There was no report of an adverse effect to the patient.